Event description:
It was reported at an unknown time following implant of the left ventricular (lv) lead several years prior, the patient experienced stimulation from the lv lead. The lv lead was programmed off and recently capped. No further patient complications have been reported as a result of this event.